Manufacturer narrative:
The investigation of high purge pressure has been completed. Based on inconclusive information from data logs, the root cause of high purge pressure could not be determined. Based on the trend in motor current immediately following high purge pressure in data logs and saturated flows reproducing on returned product with biomaterial residue, the root cause of the saturated flows was most likely biomaterial buildup.

Event description:
The complainant reported that a purge blocked alarm appeared during impella 5.5 support. The purge cassette was replaced, but the issue remained. The decision was ultimately made to explant the pump. The patient survived.

Manufacturer narrative:
The impella pump, purge cassette and data stick were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure, which triggers the ¿purge pressure high¿ alarm message, could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿